Event description:
It was reported that during a lap cholecystectomy procedure, the clips ejected open and did not properly close. The procedure was carried out and finished by using a new device. No adverse patient consequences.

Manufacturer narrative:
Date sent: 10/24/2008. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.